Event description:
Pt had epidural catheter in place for pain management. Upon removal, dr noted tip of catheter appeared to be missing. X-ray ordered shows tip in subcutaneous tissue. Pt. Scheduled for local (surgery) for removal. No complications. Pt tolerated procedure. Discharged to home.